Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The pod was reportedly leaking while worn for between 5 and 24 hours. When the pod was removed from the leg, the patient noted itching, redness and irritation at the site. The patient went to the emergency room and was prescribed antibiotics flucloxacillin 250 mg (1 capsule 4 times a day for 5 days) for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.